Event description:
The patient presented with a pseudo tumour and raised iron levels in their blood. The mitch cup and mitch modular head were removed from the patient. The accolade stem stayed in situ. The head was replaced with a 32 mm head and a tritanium revision cup was used with a 32 mm poly liner.

Manufacturer narrative:
An event regarding revision related to a pseudotumor involving an accolade stem was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided, further information is needed to determine root cause of the event.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0048, lot # fm060123, description: mitch trh md hd sz 48+0, manufacturer: depuy; cat # mac-9988-4854, lot # fm060416, description: std mitch trh cp sz 48/54, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The reported device is not available for evaluation because it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient presented with a pseudo tumour and raised iron levels in their blood. The mitch cup and mitch modular head were removed from the patient. The accolade stem stayed in situ. The head was replaced with a 32mm head and a tritanium revision cup was used with a 32mm poly liner.